Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed moderate paravalvular leak (pvl) and a balloon aortic valvuloplasty (bav) was performed. As the balloon was being retrieved, it became caught on an outflow strut and dislodged the valve from the annulus into the ascending aorta. Several attempts were made to free the balloon using snares and catheters. One hour later, a decision was made to convert to an open surgical procedure and the valve was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.